Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical product - biomet cup catalog#: 15-103686 lot#: 816380; biomet m2a taper adapter catalog#: 15-105044 lot#: 797820; biomet femoral stem catalog#: 108295 lot#: 611970; biomet screw catalog#: 103535 lot#: 870490; biomet screw catalog#: 103536 lot#: 626630. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, " inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2015-02225 / 02226 & 2016-04874 / 04875).

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately nine years post-implantation due to allegations of pain, osteolysis, stiffness, decreased range of motion, palpable mass formation, metallosis, bursitis and swelling. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported that the patient underwent a right hip revision procedure approximately nine years post-implantation due to dislocation. The modular head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.' This report is number 1 of 3 MDR's filed for the same event (reference 0001825034-2015-02224/ 02226).

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently a revision procedure occurred on (B)(6) 2015 due to dislocation. The modular head and liner were removed and replaced. During the procedure, the liner extractor fractured and it is unknown if any fractured fragments remain in the patient. A competitor tool was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported a patient underwent a right hip revision approximately nine years post-implantation due to metallosis and dislocation. The metal liner and femoral head were revised. The acetabular shell was noted to be in good position and well-fixed. The shell was not revised due to patient bone quality. A constrained poly liner was cemented in to the acetabular shell.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Review of op notes shows the patient was revised on the right hip, due to metallosis and dislocation. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.